Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning, defective, controller plate was loose and the motor was corroded. It was further observed that the hand piece was internally corroded, had worn out bearings, motor, triggers, gear, tool coupling, defective controller and damaged housing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery device ran by itself when there was a battery in and would need the battery to be removed to stop. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.